Event description:
The customer reported that the insulin pump had a blank display a few times. The customer stated that she was changing the infusion set and the device alarmed motor error. It was stated that the insulin pump was not exposed to MRI, x-ray, CT scan or any strong magnets. The customer was able to rewound the device and the displacement test and self test passed. The customer also stated that the insulin pump was dropped before, but she did not notice the cracks on the device. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error as a result of a corrosion on the motor home switch. In addition, the device had an intermittent blank display as a result of a corroded electronic assembly. The device was received with a cracked case at the display window.